Event description:
The customer performed a blood glucose test on the suspect device and received a result of 740mg/dl, 10 minutes later she repeated the test and obtained a result of 760mg/dl. No treatment was given. The customer was using expired controls and the device was coded incorrectly. The device was replaced and requested to be returned for evaluation.